Manufacturer narrative:
Discus dental received a complaint on 04/27/2018 in which patient experienced swollen lips after in-office zoom teeth whitening procedure. Dentist stated that he used a winged retractor and not the retractor provided with the zoom chairside kit. Patient has been icing lip and took benadryl. Dentist stated that the patient visited a physician and received medication, however, the patient did not disclose the type of medication. Investigation: - the retain sample of the in-office whitening gel, sku: (B)(4), lot: 18093003 was tested on 04/27/2018 and results were within specifications. - reviewed complaints history, no other similar incidents were reported with the same lot numbers. - based on the investigation results and available information, it can be concluded that there was no failure and malfunction in the device. Based on the information provided by the dentist, potential causes may be not using the retractor provided with the chairside whitening kit. Zoom in-office dfu is adequate and it describes the warnings and precautions, steps for proper lip isolation, and the necessity to use the isoprep retractor provided with the kit. Based on the investigation results, no product failure and out of specification was found. Dfu is adequate and no corrective action is needed. Product was used up during the procedure.

Event description:
Discus dental received a complaint on (B)(6) 2018 in which patient experienced swollen lips after in-office zoom teeth whitening procedure. Dentist stated that he used a winged retractor and not the retractor provided with the zoom chairside kit. Patient has been icing lip and took benadryl. Dentist stated that the patient visited a physician and received medication, however, the patient did not disclose the type of medication.